Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that there was an open circle on the display when attempting a bolus for a high blood glucose of 455 mg/dl. The customer stated that she delivered the bolus anyway and the circle was gone. The customer declined troubleshooting for the high blood glucose.